Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested but unavailable: did the patient have a known coagulopathy disorder? Was the second bleed in the same area of the first or is this a different site? Why does the surgeon believe something was wrong with the harmonic if there was a 2nd bleed when no harmonic was used in the other procedure? What other devices were used to control bleeding in the other procedures? Any generator error during initial procedure? What is the surgeon¿s experience with harmonic devices?

Event description:
It was reported that after a thyroidectomy procedure, bleeding occurred less than 1 hour after surgery. Re operated without harmonic. New bleeding after 6 days. Re operated again without harmonic. Customer afraid that something was wrong with the harmonic. Hand piece and generator controlled by (B)(6).

Manufacturer narrative:
(B)(4). Additional information obtained: did the patient have a known coagulopathy disorder? Not diagnosed. Was the second bleed in the same area of the first or is this a different site? Same area. Why does the surgeon believe something was wrong with the harmonic if there was a 2nd bleed when no harmonic was used in the other procedure? Surgeon was not familiar with harmonic. What other devices were used to control bleeding in the other procedures? Monopolar diathermi. Any generator error during initial procedure? No. What is the surgeon¿s experience with harmonic devices? Little experience.

Manufacturer narrative:
(B)(4). Additional information received: what was done by sales rep to test handpiece and generator? Handpiece and generator was setup with a new focus device. Can you please share the results of the testing? Everything did work as normal.